Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, use error will be implicated as the likely cause of this event. Customer acknowledged that the sample was turbid. This is known to interfere with analysis of some assays. The customer did not follow the instructions for use (IFU) and the clinical and laboratory standards institute (clsi) guidelines for preanalytical sample handling.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was hospitalized on (B)(6) 2016. On (B)(6) 2016, the customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. The customer acknowledged preanalytical issues as a result error form, attached to the complaint, summarizing sample handling details states that the sample was tested while it was turbid.